Event description:
A healthcare professional reported during vitrectomy mode, there was no irrigation and the pt's anterior chamber collapsed. Current pt status is unk at this time. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and was able to duplicate the customer reported issue. After discussion with the surgeon, the company rep disabled the vitrectomy setup to prevent repetition of this issue. The system event log was reviewed and no relevant system messages had occurred. Preventive maintenance was performed. The system was then tested and met all product specs. No samples were returned, therefore, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one additional similar report for this system. The root cause is unk at this time. (B)(4).